Manufacturer narrative:
B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The cause of the backup controller alarms was determined to be that the backup controller had not been charged in a while so it "woke up" and hazard alarmed. No products were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a loss of external power event and low voltage alarms were confirmed via log file analysis. The mobile power unit (mpu) was returned for analysis. The mpu was functionally tested and was able to operate a mock loop for an extended duration without any issues or alarms becoming active. A log file was submitted (20241122_115148) for review that showed events spanning approximately 17 days (05nov2025 ¿ 22nov2024 per timestamp). A loss of external power event associated with no external power, power cable disconnect and low voltage hazard alarms were active on (B)(6) 2024 from 12:14:38 ¿ 12:19:01 which appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. Atypical low voltage advisory alarms due to fluctuating rsoc voltage on the black power cable were active on (B)(6) 2024 from 14:48:24 ¿ 17:59:51. The alarms were active while the controller was connected to the mobile power unit and were not associated with a power source exchange. Pump operation was not affected. There were no other notable alarms active in the log file. A root cause for the reported events could not be conclusively determined through this analysis; however, the loss of external power event appears to be due to a loss of a/c power. Incidental findings: damage ¿ power cable. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 22aug2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was laying down on battery cables connected to the mobile power unit (mpu) at the time. They were alerted by low battery with countdown and there was no external power. The mpu power indicator light was illuminated green the entire time. In a panic, they connected the backup controller to a set of batteries. It then began alarming, indicating that there was no driveline connected. The patient then switched themselves to batteries but did not change their primary controller. The alarms on the primary controller stopped once the patient changed to battery power. They removed the batteries from the backup controller, and it stopped alarming. The patient reported that they eventually returned to using the mpu again without issues. They felt fine the entire event, no symptoms. Log files were sent for review. The event log file contained low voltage events when the patient was utilizing the mpu. The event on the (B)(6) 2024 appeared to have been a result of a loss of external power event while the patient was connected to the mpu. The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lose power. The controller did switch appropriately to the backup battery (ebb) when external power was lost. The loss of external power event on (B)(6) 2024 appeared to be a result simultaneous controller lead disconnects from external power. The controller did switch appropriately to the ebb when external power was lost. The alarms resolved once external power was fully restored. The backup controller does contain data indicating it was connected to power on (B)(6) 2024, however it was never connected to the patients pump. Due to the unusual low voltage events, replacement of the mpu was recommended.